Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 10/05/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2016 with the following findings: investigation revealed that the battery compartment was undamaged and the battery cap coin slot was damaged; however the battery cap threads were not damaged and the cap was able to secure properly. The battery cap was difficult to remove due to the damaged coin slot on top of the cap. The pump powered on with functional auditory and vibratory features, but the display remained blank. The presence of audible tones and vibration indicates that the pump had power. The pump cover was removed, and no defects were found to the printed circuit board. Unrelated to the original complaint, investigation revealed a failure of the pump¿s electronically erasable programmable read-only memory (eeprom).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. Reportedly, the battery cap was unable to be removed from the pump, resulting in the pump losing power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction to serial #.